Event description:
This case was initially received via regulatory authority (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and immunodeficiency ("low resistance") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain ("pain complaints"), pruritus ("itch"), immunodeficiency (seriousness criterion medically significant), oral disorder ("mouth problems"), libido decreased ("decreased libido"), memory impairment ("forgetfulness") and arthralgia ("painful joints"). The patient was treated with surgery (essure was removed including fallopian tubes and uterus). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pain, pruritus, immunodeficiency, oral disorder, libido decreased, memory impairment and arthralgia was resolving. The reporter provided no causality assessment for abdominal pain, arthralgia, immunodeficiency, libido decreased, memory impairment, oral disorder, pain and pruritus with essure. The reporter commented: the insertion procedure went smoothly. Her complaints have since the removal been reduced. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-sep-2017 for the following meddra preferred term: abdominal pain-analysis in the global safety database revealed 1.240 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.